Event description:
While priming, no insulin flowed through the infusion set tubing. Pt removed the insulin cartridge, and the adapter, from the device, and found that the device's cartridge cavity was filled with moisture (which pt stated smelled like insulin). No error messages were generated by the device. Pt's blood glucose was elevated (~300 mg/dl). Pt self-treated by switching to insulin injections.